Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. It was reported through patient outcome that the patient passed away due to asystole. There were no further details surrounding the death. The device was not explanted or returned for evaluation. An autopsy was not performed. Additional information communicated on 24feb2022 stated that the patient exhibited multiple unresolved episodes of gastrointestinal (gi) bleeding requiring daily blood transfusions accompanied by renal failure, respiratory failure, and inability to be weaned from bilateral ventricular support. The patient was also noted to have multiple infections from a multitude of sources. The patient also experienced a seizure on (B)(6) 2021 causing altered mental status, which did not improve, and an inability to tolerate weaning trials on ventilatory or circulatory support systems. The family met and the decision was made to make patient comfort measures only (cmo), passed away (B)(6)2021. The device operated as expected, and the death was not considered to be device-related. Additional information communicated on 24feb2022 stated that the patient was originally admitted on 21aug2021. The date of their first gi bleed and infection were (B)(6) 2021 and (B)(6) 2021, respectively. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2021, and an esophageal ulcer was found and clipped. The bleeding persisted throughout the hospitalization. The patient had a malassezia pachydermatis from a bronchoalveolar lavage (bal) culture on (B)(6) 2021. A blood phosgene oxime (cx) showed acinetobacter baumannii on (B)(6) 2021. The patient had hypotension, fever, and ongoing leukocytosis. They were treated with various antifungals and IV antibiotics regimens. They were admitted until their death on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22mar2021 via customer order number. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, bleeding, renal dysfunction, respiratory failure, neurological dysfunction, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for implant that occurred on (B)(6) 2021. The patient was implanted and unfortunately never discharged from the inpatient setting before withdrawal of support. During admission, the patient suffered gastrointestinal bleeding (gi) on (B)(6) 2021 accompanied by renal failure and respiratory failure. The patient underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2021 where a esophageal ulcer was found and clipped. The patient continued to be monitored with continued blood transfusions. On (B)(6) 2021, blood cultures revealed malassezia pachydermatis from bronchoalveolar lavage (bal). Symptoms included hypotension, fever, and ongoing leukocytosis. Patient was treated with various antifungals and intravenous (IV) antibiotic regimens. The patient was made comfort measure only (cmo) and support was withdrawn. The patient expired on (B)(6) 2021. Device was not explanted as autopsy was not performed. No additional information provided.